Manufacturer narrative:
(B)(4). Subsequent to the supplemental MDR, the complaint transmitter device was returned to animas for evaluation. The device evaluation for the complaint transmitter was completed by animas on (B)(4) 2015. Investigation results were received by dexcom on (B)(4) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range signal could not be confirmed.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report intermittent out of range on (B)(6) 2014. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and part of the transmitter is chipped on one side. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent out of range signal could not be confirmed.